Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the neurovascular planned treatment was being performed when the issue occurred and was completed by moving the patient to another room. The philips remote service engineer (rse) inspected system remotely and confirmed the system's geometry restarting issue. The review of system log files showed geometry related error. The rse confirmed that the issue was resolved by performing the reboot. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry was restarting, preventing geometry movements. The patient was moved to a different room to complete the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.